Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user starting a new ilet with a dexcom g6 experienced pairing issues that prevented entry of weight and displayed ¿wait until new sensor reading,¿ while the g6 transmitter remained connected to a previous ilet with an unresponsive screen; the user attempted incorrect pairing steps and sensor-type toggling before successful re-pairing restored cgm data and normal operation. Symptoms included prolonged hyperglycemia with readings reported as ¿high¿ for approximately 4 to 5 hours and device alerts for values above 300 mg/dl for over 90 minutes, without ketone testing, back-up therapy, medical intervention, or assistance. Outcomes included transient hyperglycemia without injury and subsequent recovery with cgm showing 78 mg/dl after resolution. Investigation included troubleshooting and user education on correct dexcom g6 pairing and transmitter association. Investigation of this case revealed an incorrect or incomplete pairing process and prior transmitter association to another ilet, consistent with setup error leading to delayed cgm availability rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was setup error related to cgm pairing and transmitter association.